Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient will be revised due to an infection on (B)(6) 2024. The implantation date unknown. A cup, a glenosphere, a metaglene and a stem may be explanted. A cup, a glenosphere, a metaglene and a stem could be implanted.